Manufacturer narrative:
The device can not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factor may have caused or contributed to the reported issue: off-label use of the yamane technique: the CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens. In this case, the surgeon reported the haptic was damaged during lasering at the optic-haptic junction, which ultimately required explantation. The haptics, while ideal for traditional in-the-bag implantation, may not provide the necessary resistance or stability when fixated externally via the yamane technique. The product was manufactured according to specifications, and no product-related deficiency was identified. The reported failure is attributable to off-label handling, not a product malfunction.

Event description:
It was reported that after a CT lucia 602 lens was implanted into the patient's eye, it was observed that the haptic was broken. The doctor explanted the lens and replaced it with another one during the same surgery. Yamane technique was used.